Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the partial lead was returned in segments and analysis was performed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 419688 lead, implanted: (B)(6) 2011; d224trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the alert tripped for oversensing and noise on the right ventricular (rv) lead and the patient received an inappropriate shock. The lead was explanted and replaced. During the extraction of the right ventricular lead the left ventricular (lv) lead was inadvertently damaged by the laser sheath. The lead had acceptable thresholds prior to the procedure, but then the thresholds increased and the lead had no capture, high impedance, a confirmed fracture and insulation damage following the explant of the rv lead. The lv lead was then explanted and replaced. No further patient complications have been reported as a result of this event.